Manufacturer narrative:
Concomitant medical products: product ID 3888-45, lot# v281382, implanted: (B)(6) 2009, product type: lead. Product ID 37752, serial# (B)(4), product type: recharger. Product ID 3708240, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID 37743, serial# (B)(4), product type: programmer, patient. Product ID 3708220, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID 3888-45, lot# v220468, implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
It was reported the manufacturer representative was reading impedances greater than 10,000 ohms on contacts 12 and 13. They noted that if the patient pushed on the implantable neurostimulator (ins) pocket the stimulation seemed to change. The patient did not feel any shocking and had no falls. They only use contacts 8-15 on their specify lead and do no use the percutaneous leads. The cause of the high impedances was unknown and x-rays were taken which confirmed there was no lead fracture. The manufacturer representative met the patient for reprogramming on (B)(6) 2015 and they were able to get good coverage by avoiding contacts 12 and 13. The patient was going to try out the programming for a few weeks to see if they still noted any changes in stimulation and schedule another appointment if it was still occurring.